Event description:
This supplemental report is being filed to provide additional information that the patient had another inappropriate shock due to t-wave oversensing via a change in the intrinsic morphology. There was oversensing of myopotential noise. The patient was doing squats at the time of the shock. The sensing vector was set to the alternate vector. Technical services discussed some options. The clinic has now reprogrammed the sensing vector to the primary sensing vector. There were no additional adverse patient effects. The system remains implanted. It was reported that the patient had an inappropriate shock due to t-wave oversensing via a change in the intrinsic morphology. There was oversensing of myopotential noise. The patient was working-out at the time of the shock. An office follow-up was unable to get good sensing in the other sensing vectors. Technical services discussed some options. There were no additional adverse patient effects. The system remains implanted.

Event description:
It was reported that the patient had an inappropriate shock due to t-wave oversensing via a change in the intrinsic morphology. There was oversensing of myopotential noise. The patient was working-out at the time of the shock. An office follow-up was unable to get good sensing in the other sensing vectors. Technical services discussed some options. There were no additional adverse patient effects. The system remains implanted.